Manufacturer narrative:
Product ID 3093-28, lot# v705285, serial# implanted: 2011 (B)(6), explanted: product typ lead product ID 3037, lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).

Event description:
It was reported that for the past thirty days, the patient had experienced symptoms similar to a bladder infection. The patient had been to the hospital and had her bladder enlarged and lidocained. She stated that she felt urgency and frequency and that her symptoms are worse and causing more pain. The pain was not sharp but more constant and annoying, and felt like a heavy pressure. The patient added that the symptoms could be related to "rolling onto the left side". The patient had turned off their device. Additional information received indicated that the patient also had shocking and a loss of bladder control. These symptoms occurred during a pilates class, about 1 ½ months ago. The patient also fell around the same time and passed out. The patient had her device reprogrammed after which stimulation worked great for 3 days, and then she noticed the shocking sensation. When she turned stim up, she was shocked even more, and when she turned stimulation down she couldn't urinate. The patient added that when she turned stimulation off she experienced pressure in the vaginal area. The patient received assistance from her doctor or manufacturer representative and her concerns were resolved.